Event description:
It was reported that during a laparoscopic appendectomy procedure the surgeon closed the device and when she attempted to fire the device with a white cartridge, a crunch noise was heard and the device would not fire. The device did not cut or staple. The device was opened and when the surgeon removed the device the tissue was torn. Sutures were used to repair the torn tissue and complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the tsw35 device was returned with the firing mechanism damaged and without a reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis.